Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called in to report that the surgeon was having issue's with the surgeon side console (ssc) and toggling between the universal surgical manipulator (usm) arms 3 and 4. The caller stated when swapping between the usm arms, the arm was timing out and the surgeon was unable to take control of the arm. When using the stapler instrument in those arms, after doing an arm swap, the surgeon was unable to match grips to take control of the instrument after firing the stapler instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and setup, but onsite wasn't connected during the call. The tse recommended they confirmed all of the instruments/arms were assigned to the main ssc. The caller stated they checked that and all arms were assigned to the main ssc. The customer requested the field engineer follow up to address the issue. The procedure was completing as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Conclusion code updated to d14 based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse conducted an initial inspection to troubleshoot reported issues related to the surgeon console¿s ability to toggle between universal surgical manipulators (usm) 3 and 4. As part of the diagnostic process, the fse performed grip calibration on master tool manipulator left (mtml) and master tool manipulator right (mtmr) modules associated with the suspect console. The mtmr module failed calibration. The fse escalated the issue to the technical support engineer (tse) for further guidance. Per tse recommendation, the grip calibration was repeated three times; however, the mtmr continued to fail each attempt. The tse then advised replacing the mtmr module to address the persistent issue. The fse notified the customer of the planned return visit with the replacement part. Upon return, the mtmr module was replaced following established company service procedures. The system was tested and verified as ready for use. The mtmr was analyzed and the reported failure were not confirmed or replicated. In system logs, there was no data found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, no faults could be identified. The complaint was not confirmed based on the failure analysis. While a definitive root cause could not be established and no product issue was identified (the reported event was not confirmed as failure analysis found no faults from the system logs and in-house testing passed all tests. The mtmr was visually inspected and evaluated for its electrical and mechanical characteristics which showed no issues), however, a potential cause can be attributed to calibration issues from the mtmr assembly.

Event description:
Refer to h11 for follow-up information.